Event description:
The customer reported to vyaire medical that the bellavista 1000 us went blank and then had yellow alarm activated. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for evaluation; therefore a definitive root cause could not be determined. Vyaire medical was unable to confirm the issue. The customer stated that they successfully started-up the unit and performed a circuit test. Root cause of failure was most likely an epc black screen during use case caused by die crack due to mechanical stress caused by particles in the conductive paste. The customer was informed that the mainboard needed to be replaced.